Event description:
IV start kit was used to establish IV on patient. When rn returned to patient to give medications through IV, they found blood leaking out of the "j loop" at the connection site to the IV cannula. IV site dressing was removed and rn found the j loop disconnected from the cannula even though it was initially tightly connected when retrieving bloodwork, with no leakage. This is not the first time these IV start kits have had the j loop suddenly disconnect from the IV cannula after connection.